Manufacturer narrative:
This supplemental report is to correct the initial MDR for the missed code of (B)(4) inappropriate shock based on the MDR event description for the rapid ventricular response.

Event description:
It was reported that when patient presented in clinic upon receiving an alert for charge time exceeding. The alert was sent after the patient received multiple therapies which were not affected due to long charge time and the rapid ventricular response was the predominant reason for multiple charge times. Patient was stable throughout the device interrogation and will continue to be monitored. Patient was brought into the clinic at a later date post receiving shocks for arrhythmias in the ventricular fibrillation zone for long charge time alert for device change out procedure. Device was explanted and a new device was implanted. Patient was stable post procedure.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device images. Several therapies were delivered continuously causing battery depletion which resulted in longer charge time than normal. Based on the device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.